Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent cartridge alarm 19s during basal delivery. At the time of the alarm, the customer would change the cartridge and insulin delivery was resumed. The customer's blood glucose (bg) level was high and a bolus of insulin was delivered to address the high bg. The customer had insulin injections to manage diabetes, if needed.